Event description:
It was reported that the customer had high blood glucose levels. Customer stated that she had to treat for a blood glucose level of 581 mg/dl with an injection. Customer has been dealing with high readings all day. Customer rechecked her blood glucose and it was 456 mg/dl. Customer treated with a 20 unit injection. Customer ran a manual prime and the insulin did exit the tubing. Customer's pump settings were reviewed and found to be correct. Customer was advised to change the entire set, reservoir, and insulin. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).